Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6) 2022, the physician notified neuropace that the patient had developed an infection at the neurostimulator site. The onset date was reported to be (B)(6) 2022. The infection did not resolve with antibiotics. Consequently the rns neurostimulator and leads were explanted on (B)(6) 2022. Diagnosed as a deep incisional infection. The infection is reported as being resolved.